Manufacturer narrative:
(B)(4). The device was not available for evaluation.  A device history review and service history review were performed, and no issues were identified that could have caused or contributed to the reported difficulty.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error (se) occurred during the dwell phase on the home choice (hc). The caller stated they did not know the specific number of the alarm. The registered nurse (rn) stated they had cycled power and then another se occurred. The rn stated they removed the supplies and had started over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.